Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and started treatment with vancomycin (1g every fifth day; route and duration not reported) and ceftazidime (1g daily; route and duration not reported). Action taken with dianeal therapy was not reported. At the time of this report, the antibiotics was ongoing along with the hospitalization. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.